Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown femoral component, unknown tibial tray . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party hcp state right total knee arthroplasty without hardware failure or loosening and moderate joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01349. 0001825034-2020-01354.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.